Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient was feeling uncomfortable stimulation and was having a problem with lower back in the past 2 months since (B)(6) 2016. The patient was going to follow up with the healthcare professional (hcp). The change in therapy/symptoms was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.